Event description:
The pt tested her blood glucose on suspect device and it was "lo" at 7am, at 4pm the suspect device read "lo" and again at 9pm her blood glucose on the suspect device read "lo." She called her doctor and he advised that she drink orange juice with sugar. At 10pm she tested her blood glucose again on suspect device and it read "lo." She was feeling fine so she called the doctor and he advised that she go to the ER. At the ER, at 11:15pm her blood glucose was 540ml/dl. She was given an IV with insulin.